Event description:
The complainant alleged that the medics responded to a call from a nursing facility for a pt who had been found in the bathroom with a laceration on the head and a large volume of blood on the floor. Upon the medics arrival upon the scene, they found that the nursing facility's staff and another medic crew maintaining acls protocol. The pt was determined to be presenting a ventricular fibrillation (v-fib) heart rhythm with pacer spikes. There was no pt pulse. The pt was converted to asystole and then presented a v-fib rhythm. The pt was intubated and an IV was established. Epinephrine atropine and lidocaine was given to the pt via IV. CPR was administered throughout the code. The pt was defibrillated a total of seven times during the call and during pt transport to the hosp. Approx one minute from arrival at the hosp, the medics attempted to deliver an eighth shock to the pt, but the device displayed a "defib pads not connected" message. The medics checked all connections, and all appeared secure. The medics then applied fresh electrodes to the pt, but when defibrillation was again attempted the same message appeared on the device screen. The medics and pt then arrived at the hospital's emergency dept, where care was turned over to the hosp staff. The complainant indicated that the pt expired. "Defib pads not connected" message is not a viable error message, as the message does not exist in the product. It is possible that the medics actually observed either an "electrodes off" or "check pads" message on the device screen. Please reference the attached copy of the electrodes package insert, which warns the users, "do not conduct chest compressions through the pads. Doing so may cause damage to the pads...."